Event description:
It was reported that the pt experienced a hypoglycemic event and seizure.

Manufacturer narrative:
The device is not being returned to animas for eval. It was reported that the pt delivered multiple boluses in a short period of time in order to treat elevated bg levels. The pt treated for low bg by ingesting glucose tabs. The pump contains a feature which allows the user to set delivery limits. Since setting these limits on the pump, the pt has continued to use the pump without further subsequent events.